Event description:
It was reported that insyte ag bc global wing pnk 20gax1.0in had foreign matter. The following information was provided by the initial reporter: unfortunately ge has found further defects during kitting of the bd catheter (a further unit with what appears to be a human hair and a defect with some foreign contamination).

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused unit within a sealed package from ref 382933, lot 0163147 and two photos. Through the visual/microscopic examination the unit revealed that two strands of hair were caught in the seal, ran under the unit, down the side of the unit, and then back into the seal along with black specks embedded in the grip. The reported defect was confirmed. Based on the location, the hairs were most likely introduced during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte ag bc global wing pnk 20gax1.0in had foreign matter. The following information was provided by the initial reporter: unfortunately (B)(4) has found further defects during kitting of the bd catheter (a further unit with what appears to be a human hair and a defect with some foreign contamination).